Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken desktop charger connector pin. Caller said the patient was unable to charge their recharger because the connector pin was broken. Caller will call back with desktop charger serial number for replacement. When agent asked for event date, they said it was a common issue for the patient always had a common issue for they always hade a problem since they were a frequent caller; caller said look at the records. Pt (patient) representative called back with serial of desktop charger. Agent reviewed information about replacement process, sent request to repair and closed case.